Event description:
A pump malfunction was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump, after which the malfunction did not recur. The customer was advised to call back if any future issues arise and was able to continue using the pump.